Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot 56116fn00 performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 56116fn00 and complaint issue. The historical performance of the architect hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. The patient median result for the complaint lot is within the established limits and comparable with other lots in the field which confirms no systemic issue for the lot. Additionally, clinical specificity testing was performed using an in-house retained kit of lot 56116fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labeling, if the architect hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on this investigation, no systemic issue or deficiency was identified for the architect hbsag qualitative ii reagent lot 56116fn00.

Event description:
The customer reported false nonreactive architect hbsag qualitative ii result generated on the architect (B)(6) processing module for one patient which was inconsistent with the patient's history. The physician questioned the result as the patient was positive in (B)(6) 2023. The following information was provided: on (B)(6) 2024 sid (B)(6) architect hbsag qualitative ii = 0.17 s/co (nonreactive) other results provided: hcv = 0.11, core total = 5.23, anti-hbs = 131 there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag qualitative ii, list number 02g22-25, that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive architect hbsag qualitative ii result generated on the architect i1000sr processing module for one patient which was inconsistent with the patient's history. The physician questioned the result as the patient was positive in (B)(6) 2023. The following information was provided: (B)(6) 2024 sid (B)(6) architect hbsag qualitative ii = 0.17 s/co (nonreactive) other results provided: hcv = 0.11, core total = 5.23, anti-hbs = 131. There was no impact to patient management reported.